Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure an endeavor sprint drug eluting stent was implanted in the r-pav. Non medtronic stents were implanted in the lad, rca and r-pav. Approximately 54 months post the index procedure the patient expired. Cause of death was the mi- cardiac death. Device relationship is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.